Event description:
It was reported there were high impedance readings >10,000 ohms. It was noted the patient was unable to adjust stimulation. It was stated there was a ¿call your doctor¿ icon. It was noted there was an out of regulation (oor) condition. It was stated the patient would intermittently get an oor condition. It was stated the impedance check showed lead 8-15 were all >10k. It was noted the manufacturer representative was able to program stimulation without using lead 8-15. 2013-12-20 e1a (rep): it was further reported the high impedance was not resolved. It was noted they were able to program around the broken lead. It was stated the patient was doing great after. It was noted the patient had good spinal cord stimulation (scs) coverage. It was noted no additional interventions were planned.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).